Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained that they received a high li lithium result that repeated low on the cobas 6000 c (501) module. Repeat testing was performed because the initial result was questioned by the physician. The customer provided data for 2 patient samples. Patient 1 had an initial lithium result of 2.16 mmol/l and the repeat result was 0.7 mmol/l. On (B)(6) 2017 patient 2 had an initial lithium result of 2.23 mmol/l and the repeat result was 0.78 mmol/l. The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The lithium reagent lot number was 22631101 with an expiration date of 30-nov-2018. The calibration and quality control was acceptable, therefore a general reagent issue was excluded. A performance check was performed and was within specification. The field service engineer (fse) found the gear pump pressure was too low and changed the gear pump. The fse cleaned and adjusted the probes. The fse primed the cell detergent. The cuvette water level was acceptable. Based on the information available for investigation a higher sample volume pipetting due to sample probe contamination caused by a pre-analytic issue is suspected as the possible cause.